Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion or excessive force applied during conversion.

Event description:
On 17th october 2025, it was reported by an arthrex employee via email that for 2 units of ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the anchors broke during passing of the repair suture through the knotless mechanism of the anchor. The limb of the shuttling suture broke off from the looped portion meaning the repair suture was unable to be fully converted. This was detected during use in a shoulder instability repair procedure on (B)(6) 2025. The procedure was completed successfully as a new knotless 1.8mm fibertak anchor was opened and used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.